Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient had low blood glucose level og 20 mg/dl, for which the patient was taken to the emergency room at 11 pm on (B)(6) 2024. The patient received multiple bolus as treatment, which instead led to high blood glucose level of 400 mg/dl which required to take the patient back the emergency room. No further information available.